Manufacturer narrative:
The pump alarmed button error and intermittent up button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly was noted. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 250 mg/dl. The customer stated that she received a button error. The customer stated that she would put in her carbs and the numbers would keep scrolling up. The customer stated that the up arrow is hard to press. The customer stated that she took the batteries out and put it back in and the numbers started to scroll. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.